Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was helped to find the correct spot to place the recharger as the cord that went on the back came loose on the right side. The patient had gotten it to work but now could not find the place on the back for recharging, it stated try again. The patient was told to place recharger above because it was not connecting on the right side. On the call, the patient used the equipment and first it was stuck on connect the recharger. The patient unplugged and cleaned pins. It kept stating interrupted, try again. Patient was walked through passive recharge mode to help find the best position of recharger. Patient was able to get excellent recharge quality. Patient confirmed normal charging screen. Additional information was received, the patient clarified the statement the right side of the implant came loose, patient was doing therapy. The patient was unable to charge, therefore they were in pain. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said the right side of her implant has come loose and they are in quite a bit of pain because they can't charge it. Agent asked if patient had a fall or trauma and patient said no. The patient was redirected to their healthcare provider to further address the issue. Agent tried to understand if implant is loose or if lead is loose, but the pt did not clarify and kept saying the cord or it, or I can't put the charger on anything to charge it.